Event description:
It was reported that during replacement of the implantable neurostimulator (ins), the preexisting lead component could not be advance into the header block of the new ins (different model then previous ins). Multiple insertions were performed (including rotating t he lead and reinserting) without success. A new, different model ins was then implanted into the patient. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information confirmed that the patient was implanted with a new ins and lead. The patient was reported as doing well